Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal and a buckling uso seal. The dso and uso seals were replaced to fix the issue.

Event description:
It was reported that the device had a damaged battery compartment. The investigation results found that the device's downstream occlusion seal was lifting, and that the upstream occlusion seal was buckling. There was no patient involvement.